Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there are concerns the implanted neurostimulator is depleted and/or not working. Caller stated patient has advanced parkinson's and was admitted to hospital for aspiration while taking their medications.